Event description:
Healthcare professional reported that a patient received a coolsculpting elite system treatment using a curve 240 applicator on the upper and lower abdomen and presented with paradoxical hyperplasia 5 months post treatment. The following treatments were performed on (B)(6) 2026.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.